Event description:
Additional information was received indicating noise resulting in oversensing was again noted on the right ventricular (rv) lead. Provocative testing was performed, however, the noise was unable to be reproduced. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number 2017865-2022-42426 it was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead and crosstalk oversensing was noted on the device. Provocative testing was performed, however, the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.